Manufacturer narrative:
Date sent to the FDA: 03/03/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the motor drive unit powered on and the motor was turning, but the blade did not spin. The procedure was successfully completed with a second motor drive unit with no adverse patient consequences.